Manufacturer narrative:
Date of event - estimated date was entered because event date was not provided. Same patient as MFR# 2183959-2019-61503.

Event description:
It was reported artificial urinary sphincter (aus) cuff was explanted due to unspecified reasons approximately 5 years earlier. A new aus cuff was implanted. Further information was requested and not yet received. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.

Manufacturer narrative:
Estimated date was entered because event date was not provided. Same patient as MFR# 2183959-2019-61503.

Event description:
It was reported artificial urinary sphincter (aus) cuff was explanted due to unspecified reasons approximately 5 years earlier. A new aus cuff was implanted. It was further reported that the reason for the revision surgery was fluid loss. The system was not working properly and the patient was experiencing recurring incontinence. The new system seemed to work properly during intraoperative testing.